Event description:
Clinical adverse event received for left knee pain event is not serious and is considered mild (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).